Manufacturer narrative:
H.3. Actual device was not returned for evaluation as it was discarded by user. However, the same size from a different lot was returned from hosp. The batch paperwork for this lot number could not be reviewed as the lot number is unknown. Investigation: the actual devices were discarded by the hospital involved in the reported incident. To date we have received from the hosp, one 39fr left hand broncho cath and one frova intubating catheter as manufactured by cook. Initial examination of the returned unit confirms that the reported defect occurred between the use of the frova catheter in conjunction with use of broncho cath. Further investigation into the use of the frova catheter confirmed that this type of device is not recommended for use with double lumen device and should only be used with single lumen devices. This information was obtained through conversation with cook representative and from obtaining cooks instructions for use.

Event description:
When 39fr left hand broncho cath as supplied by mallinckrodt is used in conjunction at intubation with a frova airway catheter by cook. It appears that small fragments of the frova catheter are shaved off. From information supplied to mallinckrodt, it appears that this reported defect occurred on three occasions at the same hospital, the shaved pieces were removed from bronchus or lung. Information was not provided to us in relation to how the pieces were removed nor in each occurrence whether the piece was found to be present in the lung or bronchus.